Manufacturer narrative:
The reported issue of the autopulse displayed ua16 (timeout moving to take-up position) error message was confirmed during the functional testing and in review of the archive data. The issue was due to the seized brake gap. The autopulse platform is a reusable device and was manufactured in 2011 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. To remedy the issue, the brake gap was unseized. The autopulse has passed the final testing with no issue or faults observed. Visual inspection was performed and noted no damage upon receipt. Archive review showed multiple faults of error ua16 on (B)(6) 2017 and not on the event reported date of (B)(6) 2017. The archive also shows no event occurred on the reported event date. Based on the archive data, no events occurred between (B)(6) 2017. Initial functional testing failed due to error ua16 displayed upon pressing of the start button. The brake gap was unseized to remedy the fault. Unrelated to the reported complaint, clutch deburring was performed to remedy the sticky clutch plate issue. Once completed, the autopulse was tested and passed the final functional testing and functioned successfully with no faults or errors observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform consistently displays user advisory (ua) 16 (timeout moving to take-up position) error message. Follow up attempts were made to gather additional information however were unsuccessful. No patient harm or consequences were reported.